Manufacturer narrative:
No patient information was provided and there was no patient injury reported. No lot number was provided. Without the lot number it is not possible to determine the expiration date or manufacture date. The phone number and e-mail address of the initial reporter was not provided. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked blood during an infusion at the y connector. There was no patient harm or reported injury.